Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient stated the dexcom system keeps cutting off and has not worked for the past 2 days. The patient is unsure if the issue is related to an ios update on the device. No medical intervention was reported. Additional event or patient information is not available.